Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event was estimated to have occurred in (B)(6) 2023.